Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed and was determined to be manufacturing related. Two 4.5 fr microintroducers were returned for evaluation. An initial visual observation revealed a split at the sheath tip of both microintroducers, but no evidence of use was observed. A microscopic observation revealed the splits at the sheath tip had material webbing. The shape, location, and extent of the damage observed on the returned samples suggest the sheath tips may have been damaged during the manufacturing process. The manufacturing plant determined that this was a low occurrence event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that prior to placing a PICC line in the patient, the nurse discovered a tear in the vascular sheath during inspection of the catheter packaging contents, rendering it unusable. The nurse opened a new batch of catheters and reinserted the catheter for the patient. It was reported this occurred with two devices. This report addresses both devices. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.